Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, when the handle was released, the blade kept spinning. The surgeon had to click the handle two or three times to stop the device. This occurred a couple of times during the procedure. The physician was able to finish the procedure without incident by clicking the handle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.